Manufacturer narrative:
Four cac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of failed in use. The reported was confirmed via functional testing. Analysis revealed all devices passed visual examination but failed functional testing due to an open input fuse. The open input fused made the ac adapters not capable of providing the required dc output voltage. The most likely root cause of the reported event can be attributed to an open fuse on all four controller ac adapters, rending the devices inoperable. Per the instructions for use (IFU): the power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Cac adapter - (B)(4) / manufacturing date: 03/31/2014 / expiration date: 03/31/2015. Quality system deficiency. Cac adapter - (B)(4) / manufacturing date: 05/31/2013 / expiration date: 05/31/2014. Quality system deficiency. Cac adapter - (B)(4) / manufacturing date: 05/31/2013 / expiration date: 05/31/2014. Quality system deficiency.

Event description:
It was reported that several ac adapters failed in use. The reason is unclear. The devices were exchanged with no reported consequence to patient. No additional information provided.